Manufacturer narrative:
(B)(6). The device was received for evaluation. During functional testing, customer reported problem of "downstream occlusion" was not reproduced. Evaluation had the device sent to flow line for downstream occlusion testing with a passed result. A review of the event history log revealed air in line messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification force sensor values. The force sensor requires replacement to address this issue.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed downstream occlusion during programming/setup in the pharmacy department. There was no patient involvement. No additional information is available.